Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sensor discrepancies. The sensor kept suspending insulin delivery while their blood glucose reading was not low. Their blood glucose when the first suspend was triggered was 127 mg/dl. The insulin delivery was also suspended when their blood glucose was 137 mg/dl. Troubleshooting was performed. The customer stated that insulin delivery was suspended due to low sensor glucose of 62 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. The sensor will not be returned for analysis.